Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that about 20 minutes into a pulmonary vein isolation (pvi) ablation procedure, after the transeptal puncture, the polarsheath aspirated air. No patient complications occurred. The device is expected to be returned for analysis. The dilator was wiped with saline prior to introduction into the valve and only the dilator was placed across the valve. No tools were in place when the leak occurred. The case was completed with a new polarsheath. The device is expected to be returned for analysis.